Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump has a red screen and error code 41786 -0004. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
D9: device received on 3/10/2025. One device was returned for analysis. Review of the event history log (ehl) showed error code 41786. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.